Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. Based on the results of the device evaluation, the legal manufacturer attributes the damage to one or more strong impacts.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the tip broke off. A non olympus parts were noted during evaluation. There was chemical damage and discoloration noted on the insertion tube. Cuts or scratches were noted on the light guide tube.

Event description:
Olympus was informed that the tip of the device broke off but believes that the tip did not fall into the patient. The user facility staff further reports that this must have occurred during reprocessing of the device. No additional information was provided.